Event description:
It was reported that upon opening a break off of the y system at the upper drop counter was noticed. No patient involvement.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. Visual inspection found the irregular surface of the sample suggest that was submitted to a stress, as well a crack was detect on the base of the cover from the bottom edge of port in one of the samples; no excess of solvent (s-10) was observed. No other analysis was required. Awareness notification was made to production personnel in order to explain the importance to adherence or following of the procedure. The root cause of the reported issue was found to be wrong material handling by not followed the assembly method procedure.